Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of actual device received. Visual inspection found debris affixed to the porous coating. The taper of the stem is scratched. An unknown foreign material was observed inside the screw hole. Similar foreign material was observed on a portion of the threads of the screw hole. The 1st few threads are free of debris. Device history record (DHR) was reviewed with no deviations. The root cause of the reported event cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4).concomitant products: 22-301336, arcos con sz f hi 70mm ha, 466550. Report source, foreign ¿ events occurred in the(B)(6). Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 10839.

Event description:
It was reported that during an initial total hip arthroplasty, it was noted that the proximal stem disassociated from the distal stem. The body came loose from the stem while the screw was well fixed. Another set of stems were used to complete the procedure. Attempts have been made and no further information is available at this time.